Event description:
It was reported that the patients primary cell ipg had reached the end of battery life. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well post-operatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred a week earlier from date the manufacturer became aware of the event.